Manufacturer narrative:
Event date: approximately (B)(6) 2016. Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch®2 catheter was selected for a thrombectomy procedure over a non-bsc guide wire, target lesion details are unknown. While advancing the catheter, ¿about one third of the fetch was in the guide,¿ it ¿simply snapped.¿ it ¿snapped¿ outside of the body so the physician was able to remove the proximal half without event. No patient complications were reported.